Event description:
Patient reported their front tooth hangs lower than the other one. Patients bite reviewed, looks they have a deep bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.